Event description:
Event verbatim [preferred term] pain patch opened and went all in my pants and clothes [device breakage] , . Case narrative:this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) lot number t26686, expiration date jul2020, from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated "pain patch opened and went all in my pants and clothes . It was the multi purpose advanced muscle pain therapy". The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient reported pain patch opened and went all in my pants and clothes. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn., comment: based on the available information, the patient reported pain patch opened and went all in my pants and clothes. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn.

Manufacturer narrative:
A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-38832 - hazard analysis thermacare heat wrap product: 8 & 12 hr, effective date: 23apr2019. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non assignable (complaint not confirmed). The return sample is not available from consumer for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4). Menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4).

Event description:
Event verbatim [preferred term] pain patch opened and went all in my pants and clothes [device breakage] , . Case narrative:this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain)lot number t26686, expiration date jul2020, from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated "pain patch opened and went all in my pants and clothes . It was the multi purpose advanced muscle pain therapy". The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-38832 - hazard analysis thermacare heat wrap product: 8 & 12 hr, effective date: 23apr2019. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non assignable (complaint not confirmed). The return sample is not available from consumer for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr (B)(4). Menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Follow-up (31may2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment: based on the available information, the patient reported pain patch opened and went all in my pants and clothes. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information, the patient reported pain patch opened and went all in my pants and clothes. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-38832 - hazard analysis thermacare heat wrap product: 8 & 12 hr, effective date: 23apr2019. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non assignable (complaint not confirmed). The return sample is not available from consumer for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr-2379610. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release.

Event description:
Event verbatim [preferred term] pain patch opened and went all in my pants and clothes [device breakage] , . Case narrative:this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), lot number t26686, expiration date jul2020, from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated "pain patch opened and went all in my pants and clothes. It was the multi purpose advanced muscle pain therapy". The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-38832 - hazard analysis thermacare heat wrap product: 8 & 12 hr, effective date: 23apr2019. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non assignable (complaint not confirmed). The return sample is not available from consumer for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr-2379610. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release. Follow-up (31may2019): new information received from a product quality complaint group included: investigation results. Follow-up (06jun2019): no follow-up attempts are needed. No further information is expected follow up (07aug2019): follow-up attempts are completed. No further information is expected. Follow up (29aug2019): follow-up attempts are completed. No further information is expected. Follow-up (03sep2019): follow-up attempts are completed. No further information is expected. Follow-up (26sep2019): new information received from product quality complaint group includes investigation summary results. Company clinical evaluation comment based on the available information, the patient reported pain patch opened and went all in my pants and clothes. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information, the patient reported pain patch opened and went all in my pants and clothes. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.